Manufacturer narrative:
Concomitant medical products: product ID: 37791,serial#: unknown, product type: recharger; event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient (pt) saw a persistent thermometer icon. It was stated that the pt had been having issues with her implant and her insurance had changed and her health care professional (hcp) no longer took her insurance. It was stated that when she was recharging the implant she kept on getting the overheating symbol on the recharger screen. The pt reported charging laying down under pillows and blankets. It was mentioned that the pt also charged on the reclining chair. Information was reviewed and the pt was instructed to not charge near a heat source or under blankets and pillows. It was also reported that the pt did not know if the overheating symbol she saw previously affected the charge but the charge did not last. It was stated that a full charge did not last her a full week. The patient was transferred to repair and the antenna was replaced. No symptoms were reported. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.